Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a green and fuzzy screen with no connection recognized during a laparoscopic cholecystectomy involving an olympus autoclavable camera head. The procedure was completed using a similar device. There was no patient injury reported.